Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and they think that the insulin pump was not delivering insulin properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the drive support cap was normal, and insulin pump was not exposed to high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professionals instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test or verify under delivery anomaly due to motor error alarm. The motor was tested outside of the device and passed.